Event description:
The manufacturer received information alleging a ventilator's does not give enough pressure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator's does not give enough pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. Blower, machine flow sensor, muffler and blower were replaced due to contamination to address the issue.